Event description:
It was initially reported that the patient started the first stage of interstim trial yesterday (B)(6) 2013. On (B)(6) 2013 the patient had ens (external neuro stimulator) set at 2 but felt a very strong stimulation feeling like 10 volt. The patient had the same feeling in the middle of the night also. It was later reported on (B)(6) 2013 that the patient did not have concerns with their device or therapy. It was later reported on (B)(6) 2013 that the wires leading from the boot to an external battery fractured/worked intermittently at the insertion to the barrel connector. When the patient stopped receiving sensation she would turn up the amplitude. Then, when the wires would work she would get a big, unpleasant shock. They figured this out and were able to use "creative taping" to keep the connection and complete this test (which was successful). The patient now had a permanent system and was doing really well. Hospitalization was not required. Patient outcome was no injury.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID neu_unknown_lead. Product type: lead. (B)(4).